Event description:
Per a social media posting, it was reported that on an unknown date the patient was implanted with rhbmp-2/acs and a peek cage. Post-op, the patient complained of sustaining unspecified injury.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.